Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The g2 field was corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction occurred due to a transport/storage problem. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received for evaluation and the customers complaint was confirmed. Three devices were returned. All devices are confirmed to be bd-400p-2080, lot 376574. All three devices were returned in individual paper/plastic packaging as well as their box packaging. The box packaging showed signs of water damage as well as visible tears, rips, and bends. Inside the box, the paper pamphlets found to have signs of water damage. The paper/plastic packaging have minor signs of water damage and no signs of physical damage. At the time of the evaluation, no existing moisture was found on any of the devices. This device evaluation is for the second device (2 of 3) out of the three devices that were received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported when the device had arrived the box was wet as well as the product and instruction sheet. Drops of water was present on product. The problem found during receipt inspection. Hold for ac 4/17 this report occurred on three devices with the same model (bd-400p-2080 ) and with the same lot number 376574. There was no patient involvement. No harm, no user injury reported due to the event. This event includes three (3) reports to capture the three devices noted to be involved with the event. Report with patient identifier (B)(6) (device 1 of 3)-bd-400p-2080 lot# 376574. Report with patient identifier (B)(6) (device 2 of 3)-bd-400p-2080 lot# 376574. Report with patient identifier (B)(6) (device 3 of 3)-bd-400p-2080 lot# 376574. This report being submitted is for report with patient identifier (B)(6) (device 2 of 3)-bd-400p-2080 lot# 376574.